Event description:
It was observed that during the device evaluation, the duodenovideoscope forceps elevator had foreign material. Additionally, the adhesive around the objective lens had a crack, water tightness of the forceps elevator was lost, the lightguide lens had a crack and the objective lens had a crack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause not established indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date. Updated fields: h2 & h4. Olympus will continue to monitor field performance for this device.